Event description:
It was reported by the user that the power module had caught fire. There was an infant in the bassinet at the time and was moved immediately. The infant did not sustain any injury. (B)(4).

Manufacturer narrative:
Although we requested the parts to be returned there were no parts returned for evaluation. The user facility elected to remove the unit from service due to age of the unit and cost of repair. However, the biomed at the facility did send photographs of the subject unit in the area of the power module. Based on the review of these photographs this failure appears to be related to the failure mode identified in the voluntary safety alert initiated 1995 and reissued in september of 2000. Based on the photographs supplied it is not clear whether the corrections detailed in the aforementioned safety alert were implemented. As a result, we resent the notification to the biomed who in turn inspected the remaining units at his facility.